Manufacturer narrative:
Product investigation summary: the returned guides were examined and the complaint conditions were able to be confirmed in each instance. The post for lot 3133880 was found to be missing. The remainder of the device showed wear consistent with repeated use. No definitive root cause was able to be determined; the failure mode is typically associated with wear and tear and/or off-axis loading. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. The drill/tap and screw guide with post is a component of the vectra, vectra-t, and vectra-one systems and is one of nine drill guides available in the systems to aid in screw insertion. The returned guides were examined and the complaint conditions were able to be confirmed in each instance. The relevant drawings for the returned instrument were reviewed: top-level, position pin, and body. The position pin is pressed into the guide body and is laser welded in two places. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined; the failure mode is typically associated with wear and tear and/or off-axis loading. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: july 15, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial surgery on (B)(6) 2016 the small post of a drill/tap and screw (dts) guide stuck in the plate and broke off when the guide was removed after the surgeon had implanted the screw. A fragment was generated and was easily removed; the surgeon removed the small post with a bayonet with no harm to the patient. A second dts guide was used but the post would not completely seat in the vectra plate hole which made it difficult to insert the screw. Upon examination, the small post was bent. A third dts guide was used to complete the case. One level was operated on; level c3-4 anterior cervical discectomy and fusion (acdf) instrumented. The procedure was successfully completed with no delay and no adverse consequence for the patient. Concomitant devices reported: 16mm vectra plate (unknown part number. Unknown lot number, quantity 1) with 4 fixed angled 4.0mm x 16mm self-drilling screws (unknown part number, unknown lot number, quantity 1). This is report 1 of 1 for (B)(4).